Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted because the lead was dislodged. The lv lead will not be returned according to the field representative. There was no other issue related to the product. The lv lead was out of service and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.